Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During a post-op follow-up x-ray the doctor noticed one of the s-lok lumbar pedicle screws he implanted was broken (slp6545). The screws were originally implanted (B)(6) 2017 and replaced with ha coated 6.5 x 45mm reform screws on (B)(6) 2017.

Manufacturer narrative:
The investigation indicates the screw experienced a fatigue failure due to a combination of alternating stress cycles. Review of manufacturing history records found (B)(4) pieces of lot 11791ps were released for distribution on 1/18/2017 with no deviation or anomalies. Two-year complaint history review found there are no previous complaints for this lot. No corrective actions are being recommended at this time.